Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the surgeon mentioned a peri prosthetic fracture four week after the original surgery. The implants (stem and head) were removed. The femur was cenclage cabled and a restoration modular stem was implanted. The case was routine.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a secur-fit max 127 hip stem #9 was reported. The event was not confirmed. Device evaluation not performed as the device was not properly identified. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining the root cause.

Event description:
It was reported that the surgeon mentioned a peri prosthetic fracture four week after the original surgery. The implants (stem and head) were removed. The femur was cenclage cabled and a restoration modular stem was implanted. The case was routine.